Event description:
It was reported that during a unknown procedure the device did not form clips properly. A new device was opened and used to complete surgery. There was no pt consequence. One device returning.